Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event cannot be conclusively determined at this time. The instruction manual warns users: "before each case, prepare and inspect this instrument as instructed. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection or if this instrument malfunctions, do not use it." If additional information is received at a later time this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the tip of the device broke. It is unknown if the device fragment fell inside the patient. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and writing but with no results.